Manufacturer narrative:
G4, h2, h3 and h6. We have now concluded our investigation for the complaint received. A review of the associated batch manufacturing records did not identify any issue at the point of manufacture which may have caused or contributed to the issue highlighted by the complainant. In addition it can be confirmed that all finished product specification testing was satisfied at the point of release. A complaint history review was carried out using the lot and part numbers provided, there have been no further complaints reported with this failure mode in the past three years. The device was used for treatment. The returned dressings were evaluated. No issues were identified. The protective paper was attached and could be removed as would be expected. No creasing was observed. If creasing is identified during in-process checks, it is tabbed and recorded in the fault log. Minor creasing can sometimes occur in the film during the adhesive application process at the start or end of the roll. Again visual checks are in place to identify this. We have not been able to confirm a relationship between the event and the device. The investigation has been concluded as ¿no problem found¿. No further actions by smith and nephew are deemed necessary at this stage. However, we will continue to monitor for any adverse trends relating to this product range.

Event description:
It was reported that the protect paper was falling off, and the dressing was creased. No case involved.